Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated for their heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was clotting/micro clots/fibrin clots. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the nurse performed arterial blood sampling on the patient. When the emergency department was conducting blood gas analysis and inspection, the machine broke down suddenly. The nurse in the emergency department immediately contacted the engineer for maintenance and informed all departments to suspend blood gas testing. The engineer washed out a blood clot visible to the naked eye when repairing the blood gas machine." After the machine was repaired the event occurred two more times.